Event description:
Received info that the customer's pump shut down unexpectedly ar around 40% battery life. There customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.